Event description:
It was reported, oversensing due to noise resulting in pacing inhibition was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. During the revision procedure, lead insulation damage was noted. The patient was stable.

Manufacturer narrative:
The reported events of insulation damage and over-sensing noise were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found two external insulation abrasions exposing the outer coil consistent with friction to the device can, located in the region proximally to the suture sleeve tie impression of the lead. The cause of the reported events was isolated to the insulation abrasions found on the lead.